Event description:
The pt was hospitalized for elevated blood glucose levels and dka. It was also reported that the pump exhibited cosmetic damage to the display lens and external painted surface.

Manufacturer narrative:
The pump was returned to animas for eval. As reported in the complaint, eval revealed cosmetic damage to the display lens and the external painted surface of the pump housing, but demonstrated that pump insulin delivery was operating within required specs and delivery accuracy.